Event description:
Product was returned for repair only. Distal prong is broken off and missing. Contact stated she assumes it occurred in surgery, but that no incident or delay had been reported. Contact also stated the missing piece was not reported as having fallen into the body, but she could not answer as to the location of the missing piece.